Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the light guide cable buckled, the lg cable connector housing cracked, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the electrical pin connector dirty, the ccd drive pcb defective, the electrical pin connector defective, the insertion flexible tube poor finish, the insertion flexible tube lump/wave, the light guide cable lump/wave, the angulation down angulation zero degrees, the up pulley wire snapped/cut, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).